Event description:
A pt reported that for a period of about one week, the pt experienced discomfort os and changed lenses "a few times". On the day the pt contacted our firm, the pt's os was red with no pain. The pt saw an eye care professional (ecp) and was told there were "inflammatory cells" in the os cornea. The pt was treated with pred forte 1% q2h and homatropine 5% bid eye drops. The pt reported wearing lenses on daily wear schedule using opti-free replenish solution. The pt did not use a rub and rinse step with lens care. Contacted the pt's ecp and was told the pt was seen in 2009 with complaint of redness os. The pt told the ecp that all of the lenses from the box where these lenses came from were uncomfortable. The ecp noted the pt had conjunctival injection os, a small area of spk and 3 subepithelial infiltrates in the nasal aspect of the os. The pt was found to have a mild iritis with grade 1+ cell and no flare. The treatment was pred forte and homatropine eye drops. The pt returned to the ecp the following day and the cornea was clear but the grade 1+ iritis persisted. The pt was instructed to taper the pred forte over 3 days and then resume lens wear. The ecp had the pt try a lens from the multi-pack in question, the pt reported discomfort and the ecp noted the lens was inside out, the lens was properly oriented and reinserted on the pt's eye and was comfortable and fit well. The ecp did not know if this was a cl related event.

Manufacturer narrative:
The pt's lenses were requested for eval but have not been received at this time. A device history record review for the lot in question revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. Any add'l info will be reported within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings. Labeled for single use and reuse.